Event description:
Physician reported " capsular contracture - baker grade iii. Pathology report indicated additional event of chronic inflammation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, crease fold and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. (B)(4).

Event description:
Physician reported " capsular contracture - baker grade iii. Pathology report indicated additional event of chronic inflammation. Device has been explanted. This relates to the left side.